Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced serious bodily injury, experienced significant mental and physical pain and suffering, have required multiple surgeries, and have sustained permanent injury and other damages. No other information is available.